Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. The physician had not used abbott leads in a while due to a concern with repositioning and this was his first attempt in a long time. During the procedure, the physician selected a different lead shape than what was suggested by the representative. After suturing, the position of the lead was in the coronary sinus instead of the branch. It was noted that capture thresholds had increased and the patient experienced phrenic nerve stimulation at outputs lower than the capture threshold. The physician was alerted but there was no time to reposition. The patient was brought back into the operating room that night and the lead was replaced with a competitor lead the next day. The patient was stable.